Event description:
While pt was being moved to the CT scan table, the locks on stretcher failed and pt fell between table and stretcher. Pt was evaluated by two physicians, no obvious injuries, and CT scan was completed and pt was transferred back to room.